Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the pacemaker experienced early battery depletion triggering the elective replacement indicator. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
Asku

Event description:
It was reported that the pacemaker experienced early battery depletion triggering the elective replacement indicator. It was later reported that before the device changeout, the patient didn't feel well, passed out and hit the bathroom door handle. The device was explanted and replaced. No further patient complications were reported as a result of this event.